Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The device is opened to retrieve the specimen. When the specimen is put inside the bag and the surgeon tried to pull the bag out of the wound, the bag is broken. The device is replaced with a new one for use.